Event description:
Father found son in arrest. Transported to hospital and placed on ventilator. Dealer returned subject for evaluation. Information received indicated device was in use in an infant for unknown reason. Infant became disconnected, and hospitalization allegedly resulted. No further information is available at the present time.